Event description:
It was reported that the audio bolus button was unresponsive. There is no additional information available at this time.

Manufacturer narrative:
(B)(4): the bolus button was confirmed to be difficult to press. Additionally, the keypad buttons were found to be intermittently responding to presses and sticking and scrolling. The keypad was removed and the button contacts were found to be inverted and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).